Event description:
Daughter has medtronic insulin pump model mmt-1715k, serial: (B)(4). Daughter was admitted to hosp for diabetic ketoacidosis due to not enough insulin was actually given by insulin pump as stated on pump record. She was admitted from (B)(6) 2020 and released (B)(6) 2020. Initially was believed to be a site issue but there was no notification that was the issue. FDA safety report ID# (B)(4).